Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke during advancement and was removed wihtout incident. The lesion was then pre-dilated and another express2 stent was successfully deployed. Patient status is listed as "okay".